Event description:
The customer reported that, during an unspecified procedure, as the users were firing the laser, the fiber connection to the plastic piece came off and the laser kept on firing even though the users were not firing. The laser did not stop until the users unplugged the fiber. According to the reporter, the laser itself was working, customer tried a new fiber and it worked without any issues. There was no patient harm, no user injury reported due to the event. This event is for the laser. The fiber was reported on medwatch # 3003790304-2022-00257 with patient identifier (B)(6).

Manufacturer narrative:
The subject device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.